Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause could not be determined. (B)(4).

Event description:
It was reported that in preparation for an unknown treatment procedure, foreign material was reported on a guide wire. The starter guide wire was removed from the package and a "burr" was noted on the tip of the wire. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status is ok.